Event description:
It was reported by the sales representative that during cataract surgery with implantation of an intraocular lens the haptics on the implanted lens stuck to the optic and it was difficult to unfold the lens. The lens subsequently unfolded and surgery was successfully completed.

Manufacturer narrative:
A review of the manufacturing record was performed and met all specifications. The cause of this event could not be determined. No patient injury occurred. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): lens implanted.